Event description:
Rec'd report from consumer indicating she needed medical assistance to remove a tampon after the string pulled out. She claims the dr removed the tampon piece because it crumbled. Consumer returned a sample of the material that was removed.